Event description:
The customer reported that during lld testing, summit sample handler did not dispense enough reagent and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.